Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt resistance while advancing a ruby coil within a lantern delivery microcatheter (lantern) and, therefore, the ruby coil was removed. Upon removal, the pusher assembly of the ruby coil became kinked. The procedure was therefore completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.